Event description:
It was reported that the ilet device¿s screen had no display while the user¿s blood glucose was 155 mg/dl, and a replacement device was issued with a request to return the original for evaluation. Symptoms included no clinical effects reported. Outcomes included no impact to health reported. Customer care provided support that included attempts to retrieve the device for analysis. Investigation of this case revealed that no device evaluation could be performed because the original device was not returned, and no additional failure details could be confirmed beyond a reported screen/display malfunction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to the unavailability of the device for analysis.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.